Event description:
It was reported that during a da vinci-assisted surgical procedure, the wristed needle driver instrument was inserted, but the wire broke right away. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the wristed needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they did not experience any issues with the opening/closing of the grips, the left/right (yaw) motion of the grips or the up/down motion (pitch) of the wrist. There was one protruding cable at the at the distal end of the wrist and it is the one that control the opening and closing of grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and found to have a frayed snake wrist cable at the distal clevis. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.